Event description:
Additional information received reported that the original lead was still implanted. The reason for the revision surgery was to move the lead, since it slid to the side, and to change the patient¿s neurostimulator to the type she ¿really wanted from the beginning." Later that day, it was clarified that the lead that was ¿explanted¿ in (B)(6) 2013 was not an actual explant or implant. During the revision surgery, the healthcare provider (hcp) was having so much trouble getting the original lead to go midline it was decided to try a different lead. This second lead also did not go midline, so the hcp went back to the original lead. The second lead was what was returned with the explanted neurostimulator.

Manufacturer narrative:
Concomitant medical products: additional information provided the correct lot number for the returned lead. It was updated from v727310015 to v582646012.

Event description:
It was reported the patient¿s first device was placed in (B)(6) 2011. It was noted that the patient was ¿able to get some coverage, but it was not placed at the same level as the trial.¿ it was noted that the patient¿s device was replaced on (B)(6) 2013. Additional information reported that impedances were not performed ¿except when the system was implanted and exchanged."

Event description:
Additional information reported indicated that the patient was still having concerns regarding her device or therapy but was working with her doctor or medtronic representative. The patient was just not getting the coverage where her pain was, even though "the medtronic representative had tried everything." It was stated that the patient thought "it was just her anatomy."

Manufacturer narrative:
Concomitant medical products: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2011. Product type: lead: product ID 37743, serial# (B)(4). Product type: programmer, patient. (B)(4). Analysis of the ins determined no anomaly. Analysis of the lead determined no anomaly.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant product list updated: product ID: 39286-65, serial# (B)(4), product type: lead. Product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 39286-65, serial# (B)(4), product type: lead. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).